Event description:
The customer reported that the knife blade of the device would not retract and the jaws would not open after sealing and cutting tissue. A new device was opened to seal and cut the tissue adjacent to the jaws in order to remove the device from the pt. The jaws of the device were opened outside of the pt cavity and visual inspection by the operating room staff discovered a silk thread was in the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.